Event description:
It was stated that the customer was hospitalized for high blood glucose levels. Prior to the event the customer was getting no delivery alarms. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.